Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to reproduce the customer's reported issue. As per the service manual, the fse replaced the motor control board. In addition, the fse installed a new drive pressure transducer which had been supplying an unstable pressure reading. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) intermittently generated an "electrical test fails code #50" message. It was noted that the message occurred twice in a row when turning on the iabp unit to run a safety disk leak test, but the system is now working. There was no patient involvement and no adverse event was reported.